Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea, fever and peritonitis, in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the dianeal therapy was ongoing. On an unreported date, during a communication with baxter (B)(6) technical service center, the following was reported. On (B)(6) 2012, the patient experienced digestive troubles, described as diarrhea. On (B)(6) 2012, the patient experienced peritonitis manifested by abdomen pain and cloudy effluent and was hospitalized. On the same day, the patient experienced fever. On (B)(6) 2012 the patient was treated with unknown antibiotics every day. Treatment was ongoing. At the time of this report the patient was recovering from the peritonitis. The outcome for the events of diarrhea and fever were not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of diarrhea and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.